Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported needle to cuff miss is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. The first proglide suture was successfully pre-placed. Reportedly, with the second device, the suture was not present when the plunger was removed. The sutures of a new proglide device was successfully pre-placed. The sheath was upsized to greater than 10f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.